Manufacturer narrative:
Findings: motor error alarm during occlusion test due to faulty force sensor resistor. Pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Motor passed motor test. Pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call the insulin pump alarmed motor error. The customer's parent was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer's parent stated that the drive support cap appeared normal. The customer's parent stated that the insulin pump was not exposed to high magnetic fields. The customer's parent was assisted in clearing the alarm and performing a rewind. The customer's parent stated that they were able to complete pump rewind. The insulin pump's history alarm contained more than one motor error alarms within a thirty day period. The customer's parent was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer's parent called back days after stating that they have not received the replacement insulin pump and that the customer was in diabetic ketoacidosis with a blood glucose level of 600mg/dl. The parent stated that back up plan was not working and was trying to treat with the insulin pump and shots. The customer was called and assured that the insulin pump was coming. The insulin pump will be returned for analysis.